Event description:
Approximately two months ago steris machine had difficulty closing the lid. Normally, lid should close easily. Biomed troubleshooted the problem and unable to find cause. Hinges replaced by employee continue to have difficulty. Technicians continued to call biomed. During this event steris did not function as a safety mechanism. Biomed couldn't deflate seal each time called. Earlier this year, a scalpel was placed into steris lid and closed. Cycle started and went through third cycle. Sterilant emptied and loud pop was heard. No one in area at that time. Upon investigating noise, found steris lid popped open and diluted sterilant with water all over steris, room, cabinets, floors, walls, and leaking into procedure room number two. Supervisor, maintenance, and biomed notified. Steris company notified. Steris taken out of service. Area completely cleaned appropriately.